Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking approriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.

Event description:
It was reported: during the surgery, the tip of the screwdriver fractured. The broken tip was removed from the patient.the procedure was completed because the system includes two products.